Event description:
Reporter alleged obtaining the results of 331 mg/dl and 64 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he felt dizzy and shaky with the 64 mg/dl so he self-treated with candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.